Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with naked eye noted a loose blue pull ring cap inside an unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap (pull ring) of a minicap transfer set ¿fell off before opening the package¿. This was noticed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.